Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter; product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 29-aug-2015, (B)(4); product ID: 8731sc, serial/lot #: (B)(4), ubd: 27-aug-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-sep-20, information was received from a manufacturer representative (rep) regarding a patient receiving morphine (5 mg/ml, 2 .797 mg/day) and bupivacaine (20 mg/ml, 2.797 mg/day, also reported as 2.979 mcg/day) via an implantable pump for postlaminectomy pain and spinal pain. The rep reported that the patient had a dye study performed on (B)(6) 2018 due to the patient complaining of not getting enough pain medication. It was not known when the symptoms started. The catheter could not be aspirated through the catheter access port (cap). Two days after the patient had the dye study ((B)(6) 2018), the patient had to go to the emergency room (ER) due to withdrawal symptoms. The catheter and possibly pump were to be replaced on (B)(6) 2018.

Manufacturer narrative:
The pump was returned and during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. Continuation of concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter; product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.